Manufacturer narrative:
Based on the claim against the product by the customer noting a spark from the instrument, an investigation is in progress to determine the cause of this reported event. The fenestrated bipolar forceps has not yet been returned to isi for evaluation. Therefore, the root cause of the customer reported failure mode cannot yet be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument sparked. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hysterectomy and bilateral salpingo oophorectomy (bso) surgical procedure, during the dissection of uterus, the energy on fenestrated bipolar forceps got weaker. Bipolar cable was replaced. The instrument had some spark on the tip, close to insulation part. The procedure was completed with no reported injury. Intuitive surgical inc.(isi) followed up with the initial reporter and obtained the following additional information: no abnormalities were noted prior to use in the arm. There was a change in the color of the insulation part (beige to dark beige/brown) after the arcing event. A conmed system 5000 generator was used and the cut/coag were set to 40. The instrument was in use for around 1h 30min after skin cut, prior to arcing. During that time the monopolar scissors was inserted, but not in use at the same time as the bipolar forceps. The prograsp was in use for contralateral traction of uterine ligament. The instrument tips did not collide with any other instrument or tool or touch any staples, clips or sutures while energized. There was no immersion of jaws in liquid. There was a small arterial bleeding in the affected area. When the arcing event occurred, the instrument tip(s) were in contact with tissue. Surgeon stated the instrument was not working properly and wanted to replace it. There was no injury to the patient, there is no information about any post-surgical complications as a result of this incident. Isi followed up with the nurse team leader and obtained the following additional information: the bleeding was observed from uterine pedicle vessels during sealing. The bipolar was used to seal the vessel and it's expected normal bleeding during coagulation. The amount of blood loss was less than 100ml. Standard cauterization with bipolar was performed to control/resolve the bleeding. There wasn't any serious deterioration/clinical instability during the time it took to get and install a backup instrument.